Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the internal battery was replaced to address the issue. There was no harm or injury reported. The internal battery was replaced due to a "service required" code found in the downloaded event log. The software was reloaded to address the ventilator inoperative condition. During the evaluation at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.